Manufacturer narrative:
Physio-control further evaluated the removed user interface to stack flex assembly and determined that the cause of the reported issue was due to cable-mounted plug connector, designator p21, was physically damaged and broken off. This caused the device to not be able to power on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. The device would not power on ac or dc power. Physio performed a visual inspection of the inside of the device and observed that the user interface flex cable assembly was broken and had become completely detached from the user interface connector. After the user interface flex cable assembly was replaced, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported to physio-control that their device powered itself off and now the device will not power on while on ac or dc power. There was no patient use associated with the reported event.